Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation kinked/buckled; full lead returned and analyzed.

Event description:
It was reported the physician flushed the lead prior to implant attempt, which resulted in lead damage. The insulation ballooned out near the suture sleeve. The lead was not used and was replaced. No patient complications were reported as a result of this event.